Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at 3pm on (B)(6) 2016. At this time the patient obtained a blood glucose result of "379mg/dl" on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their normal diabetes management regimen in response to the alleged product issue. The patient stated that an hour and a half later they developed the symptoms of "sweating and feeling unwell." These symptoms were associated with hypoglycemia, and as a result the patient self-treated at 4:30pm on (B)(6) 2016 by consuming additional food and/or drink. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #2. The narrative shoud have read "follow up # 2". In addition result and conclusion codes 331/61 were omitted. The narrative should have stated "the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed."

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.